Event description:
Return to surgery within 30 days to exchange ahmed glaucoma valve that is not functioning properly. S/p ahmed valve placement with scleral reinforcement in 2009 od. Dates of use: 2009. Diagnosis or reason for use: glaucoma end stage.